Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 20-nov-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant false negative result on a patient. There was no patient information, collection/test times, nor details the surrounding the event at the time of this report. Return product is not available for investigation. Method: date: tested: result: I-stat, on (B)(6) 2025, 17:07, 0.40. I-stat, on (B)(6) 2025, 17:26, 0.01. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 28-jan-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. The cartridge lot could not be tested as the lot expired on 19-jun-2025, prior to the communication of the issue by the customer on 20-nov-2025. No deficiency has been identified for ctni cartridge lot s24323.

Event description:
Na.